Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to chemical stress from used chemical solutions or physical stress from hitting, dropping the distal end of the device. Moreover, humidity may have gone inside the light guide (lg)-lens and caused corrosion. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the distal end cover was chipped, the distal end lever arm cover had a leak, the light guide rod lens had foreign material, the charged coupled device cover lens was scratched, the lens glue was chipped, the distal end cover was snagged, the distal end was corroded, the bending section rubber was porous, the bending tube was deformed, the connecting tube was scratched, the scope cover was scratched, the painting was peeling off the air/water nut, the paint was peeling off the suction cylinder nut, the universal cord was scratched, the connector was corroded, the electrical connector unit was corroded, the seat holder unit was corroded, the right/left and up/down knob had play, the up/down/right/left angulation was out of standard, and the suction was low due to the chip on the distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had damage to the distal end cover and a tear in the bonding. The cover glass and bending section rubber bonding was discolored and crumbling. It was found that there was a gap in the adhesive of the distal end that let in foreign material. The issue was found during preparation for use. There were no reports of patient harm.